Event description:
It was reported that a pt during a biopsy/CT scan was diagnosed with a collapsed lung. According to hosp personnel, this caused by moving the biopsy needle 2 or 3 times. The area for the biopsy was identified and the needle was placed. The scan showed that the biopsy needle was not in the location that was identified in the previous scan.

Manufacturer narrative:
Additional info has been requested from the customer for investigation into this issue. Eval to be conducted. Results: no results until eval is conducted. Conclusions: no conclusions until eval is conducted.